Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the atrial lead exhibited over-sensing noise triggering automatic switch mode(ams). The atrial lead was capped and replaced on (B)(6) 2021. There were no patient consequences.